Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device.

Event description:
The surgeon's office reported that a vns patient had been explanted due to infection. A review of device history records showed that the implanted generator and lead were sterilized prior to distribution. All other quality tests also passed prior to distribution. Multiple attempts have been made to the surgeon's office for additional details on this event, however no response has been received to date. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
Further follow up with the physician confirmed that the infection started around (B)(6) 2018 and that both the generator and lead were explanted at this time. The physician informed that the patient had reported feeling that the wires were coming out of the vns in the past, and the physician believes that this may be related to the reported infection. As the report only states that patient "felt" that the wires were coming out of the vns, and there is no evidence or direct allegation that the lead pin was inserted incorrectly, this event will remain coded as pain at the chest site. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.